Event description:
The 6 fr/24 cm acmi silitek stent did not unfurl when grasped in the bladder for removal. Instead, it doubled back on itself and entered the ureter. This is the second time rptr has encountered the problem. In each case, the stent was grasped in the bladder and pulled to the meatus, using fluoroscopic guidance. Both times, this particular stent doubled up and didn't unfurl. Dr was able in one instance to pass a wire up the stent and get it to unfurl. In the other episode, the stent would not unfurl, could not be returned to the kidney pelvis, and would not pull into the bladder. Dr had to use the tip of a ureteroscope essentially to unfurl the stent in the ureter. Dr has not had this problem with any other stents in their significant and growing experience.